Event description:
Philips received a complaint by the customer on the v60 indicating that the unit failed electrical safety. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit failed electrical safety. The customer attempted to use several new power cords but this did not resolve the reported issue. The reading fluctuated in and out of tolerance as the power cord was moved around. The remote service engineer (rse) advised the customer to replace the alternating current (ac) inlet filter. The customer replaced the ac inlet filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.